Manufacturer narrative:
(B)(4).

Event description:
The complaint states a transmitter failed error occurred. Product was provided for investigation. Confirmation of the complaint was confirmed via product. The probable cause could not be determined via product.